Event description:
A consumer reported via a manufacturer representative that the patient¿s implantable neurostimulator (ins) seemed to ¿short out¿ when they moved their arm in a certain way. The patient got a good jolt and their left eye started to twitch every time they were in that position. The patient went to see their health care provider (hcp) and they said there was nothing wrong, but it was way worse after. The patient wanted to know if there was a recall or a simple fix. It seemed like there was a short in the wiring. The ins on the patient¿s right side had worked flawlessly for over a year. The cause of the event was unknown. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue. The patient was referred back to their hcp and the issue was not resolved at the time of this report. No surgical intervention was taken or planned and the patient was alive with injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.